Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 361 mg/dl less than 24 hours after the pod was activated and she noticed the needle never deployed the cannula into her skin. She stated that about two seconds after the pod was removed the needle finally deployed the cannula.